Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed message (error code 1104). It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator displayed a backup alarm failed message (error code 1104). A quote was provided to have the device evaluated/repaired. The investigation is ongoing.

Manufacturer narrative:
H10: upon a follow up was performed with the service engineer (se), and it was reported that there was no allegation of malfunction (backup alarm failed) reported for serial number (B)(6). There were no issues reported for the suspected device. Based on the information provided, the issue does not meet the definition of a complaint. If new information is received and suggest the record is complaint, the record will be reopened, and an investigation will be performed.